Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, the right atrial (ra) lead had dislodged. A procedure was performed to reposition the lead. Three days later, both the ra and right ventricular (rv) leads had dislodged. A second revision procedure was performed to reposition both leads. Seven days later, the patient presented to the emergency room experiencing chest pain and palpitations, and there were infinite impedance values exhibited with both leads; there were high thresholds and possible loss of capture noted with the rv lead. A third lead revision procedure was performed, and the rv lead was replaced; the physician chose to use a tined fixation rv lead. Follow-up investigation with a clinician revealed that the patient may have been doing some kind of activity which led to the multiple dislodgements, however, this could not be confirmed. No further patient complications have been reported as a result of this event.